Event description:
The customer reported that the unicel dxc 800 synchron system possessed a two milliliter leak originating from the modular chemistry sample probe wash collar. The leak was not contained within the instrument, and the fluid leaked across the instrument's covers. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was not dispatched to the site for this event as the customer resolved the issue. Upon investigation of the instrument, the customer identified an occluded wash collar valve and cleared the occlusion, thereby resolving the leak. The instrument was returned back into operation. The failure mode was an occluded wash collar valve no discrepant results were generated however, there may be the potential for erroneous results associated with the failure mode upon recur. (B)(4).